Event description:
A surgeon reported that after implanting an intraocular lens, the pt had an unexpected postoperative refractive outcome. In a f/u, the surgeon reported that the event continues and the cause is unk.

Manufacturer narrative:
The product was not returned. The iol product history records were reviewed and documentation indicates all products met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on 06/17/2014. (B)(4).